Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg) and the thing that the user had inspected the examination lamp or the examination lamp was replaced to new one, also the subject device was not returned to oekg, therefore the subject device might be functioned properly., omsc surmised there was the possibility this phenomenon was attributed to the accidental failure of the examination lamp. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus (B)(4) (oekg) was informed from the user that the error e103 code which indicated the subject device was broken down was displayed on the monitor and the emergency lamp was ignited. During inspection and repair at the user facility, oekg service engineer identified the examination lamp was expired its lifetime. After it was changed to new examination lamp, the error code wouldn't be displayed. There was no report of patient injury associated with this event. The user did not provide the other detailed information.